Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Sales rep reported, a pinpoint hole in the silicone segment. Staff was infusing tpa via the left femoral vein. Several hours into the infusion the pump alarmed ail, the tubing was noted to be moist and there was a puddle of about 30 ml of the solution under the pump. There was no patient harm and no medical intervention was required. Although requested, no additional patient or event details were provided by the customer.